Event description:
It was reported that the tip of an asahi corsair pro xs microcatheter had detached during a retrograde percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the left anterior descending artery (lad). Whilst trying to pass the corsair pro xs through the retrograde channel the device struggled to advance - device was torqued within guidelines but unfortunately the device became fused on an asahi sion black wire that was being used and both devices had to be removed. The tip of the microcatheter remained in the patient. Procedure was completed via alternative vein graft, and the patient was discharged home. There were no adverse patient effects associated with this event.

Manufacturer narrative:
The corsair pro xs microcatheter was returned with the concomitant sion black inserted inside. The wire tip approximately 18mm long was out of the corsair tip. No noticeable damage including loosening of the coil was observed on the sion black. At approximately 10mm from the wire tip, the separated tip of the corsair pro xs remained attached. The catheter shaft proximal to the broken tip had disarranged strands, indicating repeated torsion had applied on the microcatheter. The remaining tip on the shaft was totally twisted. The tip surface was scraped likely due to contacting calcified plaque. The separated tip was approximately 2mm long, twisted severely, and had thoroughly scraped surface. Both ends of the separated tip were broken. Proximal to the distal side of the broken end, multiple circumferential cracks made by tensile stress were observed. This suggested that the tip was twisted as well as pulled at the time it broke off. Measurement on the returned tip length inferred that approximately 0.5mm of the tip was missing. Based on the obtained information and outcome of investigation, it was presumed that torsional stress generated with catheter delivery through the calcified cto had most likely contributed to the reported separation of the tip of the corsair pro xs microcatheter. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion, twisting the tip, narrowing the catheter lumen, and leading the twisted tip to become stuck on the concomitant guide wire. Further applied tensile stress generated with removal likely made the twisted tip to be torn and detached from the rest. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunctions and adverse effects]. Separation.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that stress generated with catheter delivery through the small collateral channel had likely contributed to the reported separation of the tip. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement in the collateral, elongating the tip to be stuck on the concomitant guide wire. Further applied tensile stress generated with removal likely made the elongated tip to be detached from the rest. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi corsair pro xs microcatheter had detached during a retrograde percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the left anterior descending artery (lad). Whilst trying to pass the corsair pro xs through the retrograde channel the device struggled to advance - device was torqued within guidelines but unfortunately the device became fused on an asahi sion black wire that was being used and both devices had to be removed. The tip of the microcatheter remained in the patient. Procedure was completed via alternative vein graft, and the patient discharged to a ward. There were no adverse patient effects associated with this event.